Manufacturer narrative:
Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. Product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, a technician connected the high pressure braided connecting tube to the power injector and it was found to be leaking. Another device was used to successfully complete the procedure.